Event description:
It was reported that the patient experienced dizziness with an extruded positioner. In 2006 the patient had revision surgery to remove the positioner and reposition the device. After the positioner was removed the patient reportedly experienced a dramatic decrease of the reported dizziness. The patient is doing well.

Manufacturer narrative:
The patient is doing well. The device remains implanted. This is the final report.